Event description:
It has been reported to philips that all the azurion system gets stuck during start up. The device was not in clinical use. Philips has started an investigation of the complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system gets stuck during start up. Upon functional testing, the fse found that the software was not starting. Review of system log file does not confirm the reported issue. To resolve this issue, fse reinstalled x-ray pc software but issue was not resolved. Fse informed customer that, when the software will upgrade from version 2.2.3 to version 2.2.7, then the issue will be resolved. The system will be operational after upgrading the system software. To date, no further information was received. The codes were updated based on the investigation outcome. Evaluation method codes were corrected.